Event description:
It was reported that the pump did not record pca attempts and no history. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H2: additional information: see d10. H3: one cadd solis vip pump was received with a broken pin in the remote dose jack. The reported "did not record pca attempts and no history" issue was able to be confirmed. The keypad, overlay, battery door, and mp board due to damaged remote dose cord and lemo connectors. The pump then passed functional and delivery tests.